Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced low blood glucose. Customer¿s blood glucose level at time of incident was 35 mg/dl and treated with soda. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not allege insulin pump was over delivering. Customer recalls insulin was dripping from end of set before connecting at their site. Customer reported that the programming was accurate. Customer reported that the insulin pump was not worn during a medical procedure. Customer removed the air bubbles before putting the reservoir in the insulin pump earlier. The insulin pump will not be returned for analysis.